Event description:
A 2.75 mm diameter x 18 mm endeavor sprint drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a tight mid lad. It is reported that the stent dislodged. The dislodged stent could not be located. The delivery system was discarded and procedural images have not been provided. Based on the event description, it is likely that the tight mid lad lesion impacted on the retention of the stent and, during attempted withdrawal of the device, has subsequently caused the dislodgement. The physician believes that the stent was snagged on the proximal stent. This indicates patient lesion morphology, coupled with the possibility that the stent snagged on a previously deployed stent, as the probable reason for the reported dislodgement. The patient appeared unharmed following completion of the procedure.

Manufacturer narrative:
(B) (4). Results: stent dislodgement, tight mid lad. Conclusion: tight mid lad.